Manufacturer narrative:
Submit date june 19, 2017. A device history record (DHR) review was performed and no discrepancies that may have contributed to a complaint of this nature were found. The beta clamp was utilized in the packaging lot. The clamp was received at the manufacturer for analysis and investigation. The sample did not present signs of use. Visual inspection revealed that the clamp is incomplete and is unable to close properly. The manufacturing process for this product was reviewed and the possible causes were identified. The beta-clamp is a component purchased from a supplier. The incoming department performed the acceptance sampling inspection for the lot according to procedure. The quality evaluation results indicated that the product met specification requirements. The supplier was contacted and indicated that after investigation, the reported condition was caused by a non-fill on the beta clamp molding. Their investigation, based on available information, found that the non-fill on the one beta clamp could have been caused by one of the following conditions: barrel temperatures too cold, injection or hold pressures too low, injection speed too low, mold temperatures too low, inconsistency of the molding machine, or a piece of plastic broken off in the gate restricting flow of material. Based on the number of occurrences reported for this failure mode, the reported condition was found below the acceptable quality level (aql), therefore no further actions are required. The supplier has controls of the processing parameters in order to maintain a stable process and to avoid this kind of issue with the clamp. The reported condition has been confirmed. Based on all gathered information, the most probable root cause for this event can be considered as supplier related. No complaint triggers or trends were identified. A supplier corrective action request (scar) was opened to address this event. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the clamp does not close properly. There is no patient harm.

Manufacturer narrative:
Submit date: 11/30/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a clamp. The customer states that the clamp does not close properly. There is no patient harm.